Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer returned wrong product. Most likely underlying root cause: mlc-22-client is testing with expired test strips. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Son is calling on behalf of the customer. The customer is concerned with tests results from all results obtained. The expected fasting blood glucose test result range is 130-135mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call on (B)(6) 2019, a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 1/21/2019 (expired) and open vial date is two weeks ago. The meter memory was reviewed for previous test result history. (B)(6). Comparing to the true metrix air meter to another meter that her son has. I explained not to compare meter to meter but to a lab result. But. The contour is reading her blood 130mg/dl. The son spoke to the (B)(6) pharmacist and told that this meter is 1-2 yrs. Old. So, they think it is not reading correctly. Explained strips have expired but son states this has been going on before the expiration.